Event description:
It was reported an unknown issue occurred with the patient¿s catheter. The device manufacturer representative was told the patient would be having a catheter replacement on (B)(6) 2013. It was unknown if any diagnostic testing or troubleshooting had been performed. The type of medication being delivered via the device system was not provided. It was later reported saline was in the pump but the new drug delivered was morphine and clonidine. It was reported the patient had a granuloma on (B)(6) 2012. A catheter dye study had been performed on (B)(6) 2012. It was reported there was no issue with the catheter except for the granuloma history and the health care provider (hcp) wanted the catheter tip at a different level. It was verified that all catheters were replaced. A segment of the intrathecal piece was retained because the hcp cut it and could not find it to remove it. It was clarified there was no issue with the pump. The patient was now doing well and was receiving effective therapy. It was further reported exact symptoms the patient experienced included increased pain however the reporter was unsure of any further symptoms. While all of the catheters were replaced, it was specified the issue was with the ¿8598, sn: (B)(4)¿. It was unclear which catheter had the issue as the product identification and serial number did not match. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the catheter model 8598 with serial number (B)(4)was the intrathecal catheter, and was the catheter that had the granuloma.

Manufacturer narrative:
Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: catheter. Product ID: 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).